Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing tears up the skin and is unable to use them wanted cs to know, that does not like using the island dressing, the patient's involvement is unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).